Manufacturer narrative:
Patient weight is included in this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-03202. It was reported the patient experienced vaginal irritation/buzzing, x-ray imaging revealed the patients leads had migrated. Surgical intervention may be pending to address the issue.